Event description:
Imp ref #(B)(4).

Manufacturer narrative:
This report is submitted as the 3000 series light shares a common design with devices marketed by maquet in the united states. The hanaulux 3000 series is not sold in the united states. A maquet maintenance technician visited the hospital and found the front pivot of the spring arm broken. He replaced the spring arm with a new one and returned the unit to service. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.